Manufacturer narrative:
Concomitant medical products: product ID 8709sc lot# serial# (B)(4), implanted: explanted: product type: catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 06-mar-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving therapy via an implantable infusion pump. It was reported that during a pump replacement surgery the catheter was unable to be aspirated from. It was noted that the cause of the issue was unable to be determined. A back table prime was performed to resolve the issue.